Manufacturer narrative:
G4: 13oct2020. B4: 14oct2020. The device was in pre use testing when the issue was found. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08oct2020.

Event description:
It was reported there was a battery failure. The device was in clinical use at the time of the issue, however no patient harm was reported. The manufacturer's field service technician (fse) confirmed the battery is faulty when the power is turned on. The fse replaced the battery and the issue was resolved.